Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer observed "champagne sized" air bubbles in the tubing. There was no reported impact to the customer's blood glucose level.